Event description:
The customer reported non-reproducible false positive troponin I (accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving access 2 immunoassay system. Subsequent testing of patient #1 sample, on the original system, recovered a higher result above the ami limit; retest on the alternate system recovered a lower result, within the risk stratification. Subsequent testing of patient #2 sample, on the alternate access 2 immunoassay system, produced a result within the normal reference interval. The erroneous results were not released out of the laboratory. The customer has a standard laboratory protocol to retest elevated troponin I results prior to issuing. Retest results were within the normal reference interval and reported to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) indicated that the troponin I calibration curve appeared flat and the assay was not recalibrated after the unit was repaired for another event. The fse recalibrated the troponin I assay. The fse performed testing to verify troponin I precision; it was within specifications. System check and high sensitivity system check were within specifications. The system was verified as performing to the manufacturer's published performance specifications. The laboratory utilizes becton dickinson (bd) serum separator tubes for troponin I sample collections. The laboratory allows patient samples to clot for 15 minutes, then centrifuges the samples at 25 °c in the primary tube for 15-20 minutes at 3,800 rpm (revolutions per minute), in a swinging-bucket centrifuge. The cause of the event is unknown.